Event description:
It was right after a rainstorm and I was in the yard picking up debris with my husband and my dexcom g7 alerted me to my blood sugar dropping to 79. I go inside to test with finger stick, and I wasn't 79, I was 42! I could've gone into a coma. I made an appointment with my endocrinologist and she suggested I switch cgm to freestyle libre 2plus. Because dexcom is having "problems ". No smoking, drinking or pregnant.